Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness, bent cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values reached 700 mg/dl while wearing the pod. The patient reported having a blood infection and was found unconscious in the bathroom. For treatment, the patient was given intravenous (IV) fluids, IV insulin and IV antibiotics. The patient was discharged after 14 days. The pod was worn on the leg and removed at the hospital. Upon removal of the pod, the cannula was found to be kinked. The pod was discarded.